Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the sutures ware cut from the middle during surgery. - what does "...were cut several time..." Mean? Please provide additional details about this statement. They mean the incident repeated around 4 times in different procedure with the same suture code. - when did the alleged deficiency occurred (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? During tying. - how many devices demonstrated the alleged deficiency? Please specify by product code and lot number. Description cat# lot# expiry account prolene 7/0 ep8732h thbamz (B)(4). Prolene 8/0 ep8741h 103em0 (B)(4). Prolene 8/0 ep8741h sdbdhl (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was cut several times. The procedure was completed successfully. There were no adverse patient consequences reported. Additional information was requested.